Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.(B)(6) also addressed on this event.

Event description:
The dealer stated the seahorse clamp is fracturing the shell on the back.